Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A patient who had an implantable neurostimulator (ins) for spinal pain and post laminectomy pain reported on (B)(6) 2015 that there was poor communication with the patient programmer. The patient programmer was not communicating with the ins. Troubleshooting was not possible because the programmer needed new batteries, but the patient did not have any available. Communication was not possible while using the recharger either. The patient had stopped feeling stimulation on (B)(6) 2015, and was not able to recharge the ins on that date. The patient programmer had not been dropped or wet, but it was going through batteries like crazy. The batteries had been replaced the night prior, and the programmer was indicating low batteries the next day. Follow up had been initiated to determine if the programmer, communication, recharging, and stimulation issues had resolved, as what steps were taken to do so. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they met with the manufacturer's representative (rep) around thanksgiving in 2015 to help get their implant charged because it wouldn't charge, which was the only issue they had.